Event description:
Caller reported that pump button was not working. There was no adverse impact to the customer's blood glucose level. Customer followed instructions from technical support to resolve the issue by attempting several actions, including tapping the pump button and placing the pump on the charging pad. Ultimately, button issue was resolved, allowing customer to successfully load cartridge and resume insulin delivery.